Event description:
Lasik complications; severe dry eye 6 months following lasik. Floaters in vision, corneal neuralgia, severe constant headaches with pain that starts in eye. Severe sensitivity to light (can't be in the sunlight without sunglasses). (B)(6). FDA safety report ID # (B)(4).